Event description:
The customer reported that prior to use, the nurse performed the cuff leak detection procedure; then inserted the tube in the pt. After insertion, it was found to be leaking and the source of the leak could not be found. The nurse removed the tube and replaced it with a new tube immediately. No pt injury was reported.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned, a failure investigation will be performed. No analysis or conclusions can be made without the device.